Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was discovered broken during inspection.

Manufacturer narrative:
(B)(4). The reported event is considered confirmed as the returned tasp was fractured. The visual examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured on the lateral side of the post. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Complaint history search was performed. Compatibility check was not conducted. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.